Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had an arctic sun device that was not maintaining patient temperature. Patient had been at 36c for several hours and then patient temperature was dipped. Patient temperature was recovered and dipped again. Patient temperature was 35.1c, targeted temperature was 36c, water temperature was 40.4c and water flow rate was 0.7 l/m. Neonatal pads were in place. Nurse stated they had alert 50 (patient temperature 1 erratic). Esophageal probe was in place. Patient was not generating heat. Severe neurological issues were noted. No feedings or flushing. Advised to verify patient temperature was via secondary source and nurse confirmed secondary source correlating. Discussed swapping out temperature cable that connected to esophageal probe. Nurse noted they already did that. Asked if patient temperature dips were noted once cable replaced and nurse stated it was still occurring. Noted if patient temperature was verified and water temperature was very warm in response arctic sun appeared to be responding appropriately. Had nurse read event log. Per event log oldest to newest that read alert 50 (patient temperature 1 erratic) and alert 09 (patient temperature 1 above high patient alert) and alert 02 (low flow) and alert 113 (reduced water temperature control ) several times over the last 12 hours. Noted with that information the device seemed to have low flow which could cause alert 113 ( reduced water temperature) not warming. Device was responding appropriately then but noted the importance of monitoring the water flow rate. Explained if water flow rate was dropped to 0.5 l/m or lower, the heater would shut off. Nurse confirmed they had not been monitoring the water flow rate. Advised to call back if any alerts returned or if water flow rate was drops to 0.5 l/m.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had an arctic sun device that was not maintaining patient temperature. Patient had been at 36c for several hours and then patient temperature was dipped. Patient temperature was recovered and dipped again. Patient temperature was 35.1c, targeted temperature was 36c, water temperature was 40.4c and water flow rate was 0.7 l/m. Neonatal pads were in place. Nurse stated they had alert 50 (patient temperature 1 erratic). Esophageal probe was in place. Patient was not generating heat. Severe neurological issues were noted. No feedings or flushing. Advised to verify patient temperature was via secondary source and nurse confirmed secondary source correlating. Discussed swapping out temperature cable that connected to esophageal probe. Nurse noted they already did that. Asked if patient temperature dips were noted once cable replaced and nurse stated it was still occurring. Noted if patient temperature was verified and water temperature was very warm in response arctic sun appeared to be responding appropriately. Had nurse read event log. Per event log oldest to newest that read alert 50 (patient temperature 1 erratic) and alert 09 (patient temperature 1 above high patient alert) and alert 02 (low flow) and alert 113 (reduced water temperature control ) several times over the last 12 hours. Noted with that information the device seemed to have low flow which could cause alert 113 ( reduced water temperature) not warming. Device was responding appropriately then but noted the importance of monitoring the water flow rate. Explained if water flow rate was dropped to 0.5 l/m or lower, the heater would shut off. Nurse confirmed they had not been monitoring the water flow rate. Advised to call back if any alerts returned or if water flow rate was drops to 0.5 l/m.